Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. A1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, architect c4000, list 1r25, that has a similar product distributed in the us, list number 2p24.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 for a patient sample. The following data was provided (normal range <1.2 mg/dl (106.082 umol/l)): (B)(6) 2023 sample ID (B)(6) initial result = 263 umol/l, previous result = 132 umol/l no impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 3/1/2010 the field service representative (fsr) inspected the instrument, performed troubleshooting, and found a small hole in the peristaltic head tubing. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the peristaltic head tubing did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the peristaltic head tubing, were identified.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 for a patient sample. The following data was provided (normal range <1.2 mg/dl (106.082 umol/l)): (B)(6) 2023 sample ID (B)(6) initial result = 263 umol/l, previous result = 132 umol/l. No impact to patient management was reported.